Manufacturer narrative:
Premarket / 510(k): k163174. Device evaluated by MFR: fg emerge mr, us 4.00mm x 8mm balloon catheter was returned for analysis. A visual and tactile inspection identified multiple kinks along the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. The inner lumen was stretched and prolapsed, 5cm from the distal tip which punctured the outer lumen 5.3cm from the tip. Tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. A leakage testing was performed wherein the device was attached to an encore inflation device. A leak was identified coming from the punctured outer lumen, 5.3cm from the distal tip. The encore device verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that there was a hole in the balloon. During preparation of a 4.00mm x 8mm emerge balloon catheter, the physician noticed that air was pulling into the balloon, and hole in the balloon was also noted. The procedure was complete with an alternate device. No patient complications were reported.

Manufacturer narrative:
G4 premarket / 510(k): k163174.

Event description:
It was reported that there was a hole in the balloon. During preparation of a 4.00mm x 8mm emerge balloon catheter, the physician noticed that air was pulling into the balloon, and hole in the balloon was also noted. The procedure was complete with an alternate device. No patient complications were reported.